Manufacturer narrative:
Review by medical safety determined that (B)(4) no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported on (B)(6) 2016 the ¿electrode, battery pack, everything was infected¿ so it was all removed. The patient was put on IV antibiotics which ¿killed their kidneys.¿ on (B)(6) 2016 the patient died of kidney failure which was stated to be related to the device, but it was unknown if they died in some type of medical facility. No further complications were reported. Relevant medical history includes parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.